Event description:
A malfunction with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reported experiencing the malfunction on the pump multiple times. Technical support (cts) decided to send a replacement pump which will have updated software. The customer will continue using the current pump as backup therapy and acknowledged all instructions provided by cts, including how to return the faulty pump using a pre-paid label.